Event description:
Paramedics attended to a person diagnosed in ventricular fibrillation. Three shocks were administered to the pt. The pt converted to asystole and external pacing was administered with mechanical capture observed. After a short time, the monitor display allegedly went blank. The operator changed batteries but the display continued to be blank. The operator subsequently used the chart recorder to monitor the pt's ECG until arrival at the hosp. The pt was delivered to the hosp with a pulse. There were no adverse affects to the pt reported as a result of the alleged malfunction.